Event description:
It was reported that this intra-aortic balloon was inserted on 1/2002. The arrow acat 1+ intra-aortic balloon pump began to experience helium loss alarms. Blood was then seen entering the helium tubing. As a results, the iab was removed. A replacement iab was not indicated. There were no reported patient complications.